Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was able to clear alarm. Drive support cap was normal. The insulin pump will be returned for analysis.